Event description:
Event description this endotak transvenous defibrillation lead and two bipolar leads were explanted and returned to cpi after explant for infection. There was no allegation of product malfuncion. Endotak implanted-04/12/93. Explanted-07/11/96. Implant months-38.9. Bipolars implanted-04/23/93. Explanted-07/11/96. Implant months-38.7.